Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to have a cracked enclosure, outdated pcb and power switch. Device was filled with water and powered on, confirming the reported customer complaint. The potentiometer will not trigger the micro switch-problem source unable to be determined. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer potentiometer was not working. No adverse effects were reported.